Event description:
During removal of a delta frame external fixator on the ankle, the locking mechanism on the universal chuck with t-handle would not properly lock or unlock. Surgeon was able to remove the external fixator, however, it took twice as long to complete the procedure.

Manufacturer narrative:
Lot#: additional information has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.